Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently passed away due to unknown reasons. Their generator and lead were explanted by a forensic pathologist and have not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted devices were received and product analysis is underway. Additional information received from the physician noting that the cause of death is not related to the vns but the exact cause of death was not provided. It was confirmed that the patient was receiving therapy at the time of death.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the explanted devices were received . D9. Device available for evaluation?, corrected data: initial report inadvertently marked no. H3 device evaluated by MFR?, corrected data: initial report inadvertently marked not returned to MFR. H6 adverse event problem, corrected data: initial report inadvertently coded b17.

Event description:
Product analysis was later completed on the returned lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than explant related observations, no anomalies were identified in the returned lead portion. Product analysis of the suspect generator has not been completed to date. No other relevant information has been received to date.